Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) will not completely deflate. The patient has attempted online instructions for forced deflation without success. The patient has a future appointment planned to see his urologist. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) will not completely deflate. The patient has attempted online instructions for forced deflation without success. The patient has a future appointment planned to see his urologist. There were no patient complications reported. Additional information received states that the patient just needed some refresher instructions on deflation. The patient is successfully inflating and deflating his ipp at this time.